Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the pump. The existing ipp was explanted and replaced. There were no further patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience erosion of the pump and infection. The existing ipp was explanted and the wound washed out. At a later date, the patient was reimplanted with ipp. There were no further patient complications reported.

Manufacturer narrative:
Correction to field a3b: gender. Correction to field c2/d10: concomitant product/therapy.